Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2366-70; serial: (B)(4); description: linear 3-6 lead 70 cm.

Event description:
A report was received that the patients paresthesia coverage was no longer in the target area. It was confirmed with an x-ray that the leads migrated. The patient underwent a revision procedure in which the leads were repositioned. Following the procedure programming was attempted but the paresthesia coverage was still not covering the target area. She will have a follow up appointment with additional reprogramming.

Event description:
A report was received that the patients paresthesia coverage was no longer in the target area. It was confirmed with an x-ray that the leads migrated. The patient underwent a revision procedure in which the leads were repositioned. Following the procedure programming was attempted but the paresthesia coverage was still not covering the target area. She will have a follow up appointment with additional reprogramming.